Event description:
It was reported that the transfer coping (mount) screw fractured off into the implant. Had to drill it out and the internal hex was likely damaged. Had to back out the implant.

Manufacturer narrative:
Zimvie complaint number: (B)(4). A2: age and date of birth unknown / not provided. A4: weight unknown / not provided. D4: lot number unknown / not provided. G4: additional PMA/510(k) number ¿ k011028 / k013227. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.